Manufacturer narrative:
After review of photo evaluation of the device, it was determined the cause of the reported event was due to an electrical short circuit in the drive control electronics and cabling. Photo evidence shown signs of arcing having occurred on the mounting bracket for the drive and seating electronic control modules. This bracket is mounted in the rear of the device on the outside of the rear battery housing. Photo evidence shown the positive and negative terminal poles of the rear battery having contacted the mounting bracket thus shorting the battery terminals together. When this types of short occurs, high current is applied which generates a tremendous amount of heat that can cause significant damage to cabling and electronic components rendering them inoperable. Further examination shown the battery type installed in the device at the time of the reported incident to be from a different manufacturer than that provided by permobil when device was distributed. Verbal testimony from the end-user confirmed the service provider had supplied and installed the batteries that are currently in the device. Photo evidence indicates the terminal poles of the installed battery are positioned closer to the battery edge than those which are recommended and provided by permobil. It is being concluded that the short circuit in the electronics was the result of improper battery type being supplied by the service provider. The service provider was notified of the discrepancy and informed of the need to use the appropriate battery type recommended by the manufacturer. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming the end-user was traversing along a sidewalk when the unit abruply stopped causing the end-user to fall out of the seating on to the ground. Reports are the end-user suffered a broken leg as a result of the fall.